Event description:
On (B)(6) 2023, reporter had a medtronic pain pump implanted. After having the pump implanted he started to experience a spinal tap headache that lasted for six weeks. He also reported he was experiencing some type of auditory disruption for six weeks along with the headache. Reporter took some pills he is unable to provide the name but those pills did help and now he is fine.